Event description:
It was reported that a perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. During snapping of the 35mm watchman flx delivery system (wds), the wds was advanced forward incorrectly, resulting in perforation of the laa. The perforation of the laa caused the formation of a pericardial effusion, which progressed to cardiac tamponade. The closure device was implanted despite the pericardial effusion. Pericardiocentesis was performed immediately after release of the closure device to drain the pericardial effusion. The patient was transferred to the intensive care unit for monitoring following the procedure. The patient was then discharged home the following day post procedure.